Event description:
A distributor in (B)(4) reported that an inspector rejected a c-flex head positioner on receipt because it did not pass incoming inspection criteria for load testing. There was no pt involvement and the product was not put into use. The unit will be returned for eval.

Manufacturer narrative:
A final report will be prepared when the head positioner is returned and the eval is completed.